Manufacturer narrative:
The above combination of devices constitutes an off label application in the united states.

Event description:
It was reported that revision surgery was performed due to pain, elevated cobalt and chromium levels and accumulation of excess fluid in the patient's hip.